Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc). The customer reported that the applicator needle got stuck in the customer's arm. The customer did not experience any symptoms but had to remove the needle of the applicator. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.